Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes difficult interrogation with telemetry error messages given. Sensor parameters were reported as dashes (---). Measured data was 2.73v, 16ua, 2 kohms. Reprogramming was not possible and a microprocessor restart could not be completed due to telemetry errors.